Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage was sustained at implant. The analyst noted that the proximal segment was returned after the distal segment, and described the implant damage on the distal segment as ¿severe.¿

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure. The lead was going to be moved to a new site within the right ventricle, but the helix of the lead would not retract. The lead was explanted and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.